Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell in peritoneal dialysis. The home patient was connected. The technical service representative had the care giver cycle the power on the homechoice to clear the alarm. The technical service representative had the care giver disconnect the home patient and remove the cassette. The technical service representative advised the care giver to contact the nurse. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.